Manufacturer narrative:
.

Event description:
It was reported that the patient pump was checked. There was an expected reservoir volume of 3ml and an actual reservoir volume of 32ml. No patient symptoms or outcome was reported. The drug contained in the patient's pump is unknown. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.